Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 130 alarms and no communication errors due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. Moisture damage was also found on the electronic assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer's blood glucose value was over 300 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.